Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed err 67 on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. Also, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 which did not confirm the reported event of error icon displayed. The root cause could not be determined. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.